Event description:
It was reported that the insulin pump alarmed no delivery over the last couple of months. The customer's mother stated that she wondered whether the alarm had been caused by something that the customer had been doing, since it had been occurring more often recently. She advised that they had already changed the infusion sets. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.